Event description:
The customer reported she obtained a result of 6.6 inr on her coaguchek xs meter (serial number (B)(4)) while at the doctor's office. Less than 10 minutes later her blood was drawn and the result from the laboratory was 4.5 inr. It was reported that the laboratory uses the dade innovin reagent. The doctor held her coumadin for six days from (B)(6) 2016. The hold on the coumadin was initiated based on a result of 7.6 inr on 03/13/2016 from the customer's device. Her therapeutic range is 2-3 inr. The customer is not on heparin or direct thrombin inhibitors. She does not have any antiphospholipid antibodies. There were no new medications or diet changes. The customer is stable. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206463) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.